Event description:
Patient presented to the physician with drainage at the chest incision site. Physician obtained Cultures and prescribed a course of antibiotics. At a follow-up appointment, culture results were positive for a bacterial infection. Physician noted the wound had improved but will have the patient continue taking the previously prescribed antibiotics.